Manufacturer narrative:
"Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein." Unit has not been returned for an evaluation. If any new information is discovered, a follow-up report will be submitted.

Event description:
The hospital uses a side fill liberator from vitalaire to fill portables of patients who are present for a consultation. This unit can be used to fill portables from vitalaire or from other providers, depending on the patient. A nurse wanted to help a patient to fill his stroller portable from another provider and suffered a burn to the hand due to a mishandling of the side fill portable and bad knowledge of the side filling procedures; furthermore, the top cover of the stroller was broken and missing.